Event description:
It was reported that due to patient's twiddler's syndrome, the lead was dislodged into the atrium which led to inappropriate shock. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.